Manufacturer narrative:
Additional information was received on 10/3/2019. When the device was explanted, it was replaced with a mentor silicone gel implant. The patient¿s outcome is improved. Additional information was received on 10/7/2019. In addition to the capsular contracture reported previously, the patient also had a seroma. The replacement device was a 650cc mentor memorygel breast implant. The mentor failure analysis lab received the device for evaluation on 10/14/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/1/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture and early onset seroma. During evaluation of the device it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 650cc mentor memorygel breast implant, catalog #3505650bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female who underwent primary breast augmentation with a 650cc mentor memorygel breast implant experienced left sided baker¿s grade IV capsular contracture post procedure. The capsular contracture was accompanied by visual distortion and pain. The capsular contracture was treated with 9 rounds of ultrasound therapy with no success. A physician confirmed capsular contracture and capsulectomy was discussed. An explant is planned for (B)(6) 2019.